Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the collateral off axillary artery using a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, while advancing the lantern through the diagnostic catheter, the physician experienced resistance and the lantern prolapsed distally and was stuck inside the diagnostic catheter. The physician then decided to remove the lantern; however, upon removing the lantern out from the diagnostic catheter, the distal end of the lantern fractured into two pieces. It was reported that the fractured lantern remained intact by a wire. The physician was able to successfully remove the diagnostic catheter and then used a forceps to remove the fractured lantern from the patient. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00462. 1. Section d. Box 4. Unique identifier.